Event description:
On (B)(6) 2019 pt had anterior and posterior lumbar arthrodesis. Drain removed on (B)(6) 2019 prior to discharge home. MRI on (B)(6) 2019 revealed retained drain fragment. Pt admitted for drain fragment removal on (B)(6) 2019. Distributed by cardinal health.